Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The user replaced the flow sensors. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that pressure mode of ventilation was not functional. There was no report of patient involvement.